Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having a hard time breathing on the device and also having dry mouth, difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Placed call to customer requesting device return / additional information regarding reported health conditions. Left message on voicemail.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Upon review, it was found that on (B)(6) 2021, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices alleging having a hard time breathing on the device and also having dry mouth, difficulty breathing/short of breath. In addition, the previous report should have added allegation of bloody nose. Sections b3 and h6 have been updated accordingly.

Manufacturer narrative:
Additional information was received on may 22, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having a hard time breathing on the device and also having dry mouth, difficulty breathing or shortness of breath, and a bloody nose related to a bipap device's sound abatement foam. Additional information was received about the alleged wife passed away. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events (the product problem was checked in the previous MDR.)  Section b2 was corrected to death. (Previously, it was blank.)  Section h1 was changed from malfunction to death.  Section h6 health effects - impact code was updated.